Manufacturer narrative:
Health effect - impact codes: f2201. The event of "intraocular infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as post-operative day 1, patient had red eyes and was in pain, the hcp saw an infection around the xen. Device was removed. Events resolved.

Event description:
Hcp additionally reported the affected eye as right. Patient experienced pain and red eye about 8 hours after xen implantation. There was a hypopyon in the eye the following morning after implantation. On post-op day 1, the device was removed and an anterior chamber washout with aprokam was performed. Patient was provided deicol drops 4x/day.